Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with a steep aortic root angle, the valve dislodged ventricular upon release. The dislodgement resulted in severe aortic central regurgitation. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve. The higher implant of the second valve achieved a good seal. No additional adverse patient effects were reported.